Event description:
This report is to advise of an event observed during analysis.

Event description:
It was reported that the patient was presented in the hospital for a scheduled generator changeout due to eri. During the procedure, the ventricular lead exhibited high threshold and diaphragmatic stimulation. The physician elected to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis found the inner coil lumen appeared abraded at 83.0 cm to 83.5 cm from connector pin. An abrasion was noted at 82.5 cm to 83.0 c from the connector pin.